Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during rotator cuff repair procedure on (B)(6) 2020, it was observed that the 4.5 healix advance br w/ocord device was broken. All the pieces were removed. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of rotator cuff repair surgery, the anchor was broken off, removed all the pieces. No additional information could be provided. The complaint was received and evaluated. Visual observation revelated that the anchor was broken from the distal part, the rest of the anchor was held in place by suture. Also, the suture card and the cover handle were missing. The photo provided by the customer showed the same condition found in the physical evaluation. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l75983, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints for this lot of 300 devices that were released to distribution. No further procedure information was provided to determine at what point in time this failure occurred. We cannot discern a specific root cause for this failure. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required rep1221934-2021-00313-1 orting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.